Event description:
(B) (6) ambulance was en route on a non-emergency transport of patient from hospital to nursing home. Ambulance driver veered off the roadway into a tree and utility pole at 49 mph. Patient was pronounced death at the scene of this single-vehicle accident. No shoulder restraint was applied to the patient contrary to stretcher manufacturer's recommendation. Stretcher lower frame was damaged as a result of the accident.

Manufacturer narrative:
Manufacturer representative visually inspected and photographed stretcher at user location. User refused to return stretcher to manufacturer.